Event description:
The family member tried to wake up the pt. Family member did not get a response. Family member then used the device to check pt's blood glucose and obtained a result of 93mg/dl. Emergency medical tech were called. When the emergency medical tech arrived they checked pt's glucose and the level was 32mg/dl about thirty minutes later. Pt was taken to the e.r. And treated with an IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.